Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported event of battery switching with the returned batteries, bat104350, bat104362, bat110636, and bat104061, could not be confirmed. The reported event of the returned cac adapter, cac094273, not providing power to the controller was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of battery (bat104061) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of batteries (bat104350, bat104362, and bat110636) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of the battery (bat104061) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to early depletion of a cell pair. Early depletion of a cell pair can most likely be attributed to a faulty cell pair. The manufacturer has opened an internal investigation to evaluate battery cell and battery construction failures. Analysis of cac094273 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing as the cac adapter only provided intermittent power to the controller. The most likely root cause of the reported power switching events can be attributed to a faulty cell pair. The most likely root cause of cac adapter inability to provide power to the controller can be attributed to internal cable damage. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Bat104350/1650 - expiration date: 01/31/2015 - device manufacture date: 01/01/2014. Bat104362/1650 - expiration date: 01/31/2015 - device manufacture date: 01/01/2014. Bat110636/1650 - expiration date: 01/31/2015 - device manufacture date: 01/01/2014. Cac094273/1425us - device manufacture date: 09/01/2013. (B)(4).

Event description:
It was reported from the site that the patient reports battery switching before they should on four (4) of his batteries. Patient also reports that one of his ac adapters does not provide power to his controller. No additional information available.